Event description:
The pt underwent revision surgery to address a fractured spinous process (l4 vertebrae). The original spinous process fixation device was removed and replaced with pedicle screws.

Manufacturer narrative:
Method code: no testing methods performed (related device was not returned to MFR). Labeling eval performed. The IFU indicates spinous process fracture as a possible complication. The IFU also contains warnings against excessive bone removal and correct implant sizing in order to prevent complications of bone fracture. Results code: no results available since no eval performed (related device was not returned to MFR). Conclusions code: known inherent risk of procedure. While it is not believed that the interspinous process fixation device contributed to this event, it cannot be absolutely concluded that it did not.